Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: hot during a case. [Update - device hot to the touch, replacement used to complete procedure.] The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: no problem found. The camera head does not overheats, it is in good condition, and functions according to specifications. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a thermal event.